Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to disseminated mycobacterium infection with the source of the infection, bacteremia, related to the device it was reported that the device operated as intended and that there were no reported device issues or malfunctions that could have caused or contributed to the patient's cause of death. The device will not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Furthermore, a cause for the reported events could not be conclusively determined. It was reported that the device operated as intended and that the patient¿s death was not considered to be device-related. The device was not returned for evaluation. The relevant sections of the device history records (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use lists infection, sepsis, right heart failure, renal dysfunction, and death as adverse events that may be associated with the use of the heartmate 3 left ventricle assist system. The IFU also provides an explanation of all pump parameters, including pump flow. The IFU states that the low flow hazard alarm is triggered when flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient presented to the hospital on (B)(6) 2021 with low flow alarms and decreased mental status. The patient was having multiple low flow alarms with dialysis and had increased lethargy over the previous several days. Patient was given some fluid in the emergency room with some improvement in flows and was admitted to the intensive care unit (ICU). Computed tomography of the head (cth) was also done. Patient was cultured and started on intravenous (IV) antibiotics and micafungin for possible sepsis secondary to hospital-acquired pneumonia (hap). Initially started on inotropes for presumed right ventricular (rv) failure which have been weaned off. Course complicated by worsening septic shock of unclear source. Family meetings held with ethics, palliative care, ICU care, and heart failure teams and the plans were to deactivate the left ventricular assist device (lvad) on (B)(6) 2021.